Manufacturer narrative:
This report is submitted on january 4, 2022.

Event description:
Per the clinic, the patient experienced open circuits on all the electrodes. An integrity test is yet to be performed to confirm a device failure. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was re-implanted with another cochlear device during the same surgery. Device analysis report is attached. Device analysis indicated device failure. This report is submitted on march 25, 2024.